Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump feels hotter than normal to the customer. There were no temperature alarms noted. Reportedly the pump was not charging at the time of the event. The customer stated their blood glucose (bg) level was in the low 200's (mg/dl) however a specific value was not provide. The customer stated they believe the pump temperature causes them to become "insulin resistant." The customer used a bolus, manual injections and a temporary basal rate of 150% to address bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.